Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- clinical engineer. PMA/510(k)- k130280. The actual sample was received for evaluation. Visual inspection of the actual sample upon receipt found that adhesive tape had been wound around the sampling line, and blood was adhered to the tape. The tape was removed from the actual sample, and then the connector parts were visually inspected. No breakage or no other anomaly was found in the appearance. The female connector as it was when received was confirmed to be in slightly loosen state. Without disconnecting the connectors (as it was when received), the actual sample was leak-tested by circulating normal saline with a centrifugal pump. As a result, leak was found at the joint area of the connector parts. The male and female connectors, after disconnected, were subjected to magnifying inspection. No breakage, no deformity, or no embedding of foreign matter was observed. After the connectors were re-connected, leak test was conducted again by circulating normal saline with the centrifugal pump. As a result, no leak was observed. Then, it was circulated at 3000 rpm while tube at the out side of the oxygenator was clamped. No leak was observed. The pressure worked on the connectors was found 800 mmhg. The luer taper of the female connector was measured for the angle and the dimensions of the connection part with a luer taper gauge that conforms to iso standard, and verified to be compliant. IFU states: do not use an oxygenator that leaks. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was confirmed to have no anomaly that could have contributed to the blood leak. Based on the investigation result that the female connector was in slightly loosen state when it was evaluated upon received, it was presumed that the blood leak occurred due to the connectors having been insufficiently connected for some reason. However, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 9681834-2021-00006. (B)(4).

Event description:
The user facility reported that the involved capiox device was during the procedure. A leak occurred at the bcp port during the preparation of the cardiopulmonary circuit with fx25e for an emergency case. They changed it out, however, in the second one they found blood leak near the base of the white luer connector of the sampling line on the out side of the oxygenator. As the circulation had started already, it could not be replaced, and used as it was. The patient was not harmed. The procedure outcome was not reported.